Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had a long lesion from the right distal superficial femoral artery (sfa) to the peroneal and on (B)(6) 2015 was treated with a 5.0 x 180 mm supera stent. On (B)(6) 2016, the patient began to experience right leg pain after 5-10 minutes of walking. A doppler ultrasound was performed. On (B)(6) 2016, the angiography revealed a stent fracture at the distal sfa and thrombus was noted from the proximal stent edge to the fracture point of the stent. A non-abbott guide wire was advanced retrograde across the entire stent and a 6.0 x 150 mm non-abbott stent was implanted to cover the thrombosed segment. Residual stenosis was 60% so a 6.0 x 170 mm non-abbott stent was implanted to the same segment, reducing the residual stenosis to 30%. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of thrombosis and claudication are listed in the supera instructions for use as known potential patient effect. A single cine image was returned and reviewed by abbott vascular senior clinical research analyst. The results are as follows: based on the single image provided for review, as well as the limited case details, there appears to be an obvious change in the normal appearance of the stent pattern. While it is likely that there is a stent fracture, the fine detail needed to confirm this has not been provided in the image submitted. Based on the case information and related record review, a conclusive cause for the reported stent fracture and subsequent patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.